Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed in the market. There are no units in stock in b. Braun surgical's warehouse. We have received 18 closed samples to analyze this case. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 2.40 kgf in average and 2.14 kgf in minimum (ep requirements: 1.80 kgf in average and 0.91 kgf in minimum). Furthermore, knot pull tensile strength results before releasing the product were 2.37 kgf in average and 2.12 kgf in minimum and fulfilled ep requirements. Degradation test results conducted with the samples received at 37ºc into a 0.9 % nacl solution after 14 days are 1.77 kgf in average and 1.68 kgf in minimum and fulfill b. Braun surgical requirement: 0.94 kgf in minimum. These values are in the usual range for this thread and size. Reviewed the batch manufacturing record, this product had an incidence not related to this issue and was released into the market fulfilling usp/ep and b. Braun surgical requirements. We have also reviewed the complaint history record, and there are no previous complaints in any of the other products manufactured with the same thread raw material batches as the used in this product. As stated in the precautions of instructions for use of the product: "users should be familiar with the surgical procedures and techniques involving absorbable sutures when using novosyn®, as the risk of wound dehiscence may vary depending upon the site of application and the type of material used. (...) When working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Adequate knot security requires the standard surgical technique of flat, square ties, with additional throws as indicated by surgical circumstances and the experience of the surgeon." However, there are risks (side effects) associated to the use of novosyn® suture, which are mentioned in the instructions for use of the product: "an existing infection may be negatively influenced by any absorbable suture. The degradation of the suture may also be slightly accelerated depending on the patient and the severity of infection. The following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage." According to the results of the tests realized to the closed samples received from the customer and the batch manufacturing records review, the product comply with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k122734. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client (veterinarian) reported that after an ovariohysterectomy (ovh) in a 1-year-old cat, she went home with a bandage and body. She came back 8 days later to check the suture and was found that the thread had broken with suture dehiscence and inflammatory reaction. She was left to heal by second intention, with the help of ominmatrix, dressings and body and was resolved in 15 days.